Event description:
The customer was found unconscious on the floor and was hospitalized due to low bgs. The customer stated that they might have programmed basals by accident. The customer was still not comfortable with pump and requested a replacement. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Suggested customer call md to discuss possible causes of low bgs.